Manufacturer narrative:
Product complaint # (B)(4). Evaluation: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An opened box and unopened samples of product were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found on the sutures and the tested samples met the finished goods requirements.

Event description:
It was reported that an animal underwent a cat spaying procedure on (B)(6) 2018 and a suture was used. After surgery, the animal was x-rayed and found that the suture had broken in the middle. The knots were intact but the middle of the suture line was broken.